Event description:
Covidien received information that this n65 pulse oximeter display is missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
The service center confirmed the device is missing segments. The user interface (ui) printed circuit board (pcb) was replaced and the device passed testing. (B)(4).